Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and the ligator head were returned for analysis. The device presented wastes from the procedure. It was also observed that the slack was taken up correctly and the handle had marks of trip wire being secured. The ligator head was returned with three bands attached; however, the bands were moved from their original positions and had overlapped. Additionally, one band was observed broken and was caught under the other bands. It was also observed that the ligator head teeth were damaged (bent). A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. Taking all available information into consideration, it is possible that user manipulation while preparing the device and/or some technique applied during the procedure provided extra tension on the device and could have led to the reported event. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Boston scientific corporation received an unauthorized return of a speedband superview super 7 device with no associated information. This event has been deemed reportable based on the investigation results of bands unable to deploy and ligator head teeth were damaged (bent). Please see device analysis results for full investigation details. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.